Event description:
Complaint description: a hospital nurse reported that a darkened video image was observed on a video monitor during a patient procedure. The case was delayed while the scope was removed and the patient was intubated with a second colonoscope. There were no complications related to the occurrence.